Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter and because of the noise issue, they were unable to monitor the patient's heart rhythm. Initially, it was reported that the catheter had noise and a current leakage error. The cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. With the information available, there was no information suggesting that there was noise on all the intracardiac and body surface on both the carto system and the recording system. Therefore, with the information available, the reportability was assessed as not reportable. Additional clarification was received on november 9, 2015 stating that as soon as the catheter was plugged into the patient interface unit, the noise issue occurred on all channels (intracardiac and body surface) on both the carto system and the recording system. It was confirmed that they did not have any signal available to monitor the patient's heart rhythm. Therefore, since there were no signals available to monitor the patient's heart rhythm, this event has now been assessed as a reportable malfunction. The awareness date has been reset to november 9, 2015.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/27/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with an ez steer thermocool sf navigational catheter. It was reported that the catheter had noise and a current leakage error. The cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed.